Event description:
Event 1 [redacted date], lot 35136396. While performing the ablation the spline of the ablation catheter bent and was unable to deliver power. The catheter was removed and replace with no harm to the patient. Event 2 [redacted date], lot 35167384. After placement into the patient, the ablations catheter did not function properly - bad electrode. The catheter was removed and replaced with no harm to the patient.